Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported faulty power cord issue and replaced the power cord to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported faulty power cord. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.